Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that an error message reading "battery cannot be charged... Full backup may be not available" was displayed. The device was used for the procedure, as the battery was still fully charged. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.